Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the mega needle driver instrument could not be controlled. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The mega needle driver was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the grasping test without issues. No product issue was identified. Visual inspection found no damage on the instrument. Probable root cause of instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device.

Event description:
Refer to h11 for follow-up information.